Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of vascular occlusion, blanching, small and raised area, minimal discomfort, bruising and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, bruise, impaired vascular system (circulation), pain and skin discoloration: contra-indications ¿ do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolisation, occlusion of the vessels, ischaemia or infarction. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. ¿ haematomas. ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips. Patient was given topical numbing prior to the injection. Patient developed a vascular occlusion on the upper right lip where blanching was noted on the upper right vermillion border that was "small and raised" the day of injection. Patient had been calm with minimal discomfort to the area. Patient was given a massage and warm compress that was unsuccessful in resolving the blanching. Patient was treated with hyalase reconstituted with 1% lidocaine and blood flow returned. However, there was swelling present due to amount of hyalase. Patient also had led applied and was provided antihistamines. Patient was reviewed the next day and there was no blanching or pain and the capillary refill was even and under 2 seconds. Patient advised to continue with led and arnica until bruising resolves. Patient is concomitantly taking oral contraception.

Event description:
Additional information: patient had been treated with 4 yellow led treatments which occurred every 2nd day after onset of symptoms. The bruising was also subsiding by the day with no signs of adverse events at each review. The bruising resolved 9 days after initial treatment. Patient was reviewed 3 weeks after onset of symptoms and there were no concerns. There was no bruising and no sign of adverse events.